Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that wire tip breakage occurred. A comet pressure wire was selected. The physician was shaping the tip by bending it over the edge of an introducer and the tip broke where the tip connects to the optical sensor. The tip core broke and elongated. They opened another wire and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire. The shaft showed some bends approximately 92 to 100 cm from the tip. The device was also separated approximately 32cm from the tip. The separated portion of the device was not returned for evaluation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that wire tip breakage occurred. A comet pressure wire was selected. The physician was shaping the tip by bending it over the edge of an introducer and the tip broke where the tip connects to the optical sensor. The tip core broke and elongated. They opened another wire and completed the procedure. No patient complications were reported.